Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-21232. Reference MFR report: 1627487-2014-21233. Reference MFR report: 1627487-2014-21234. It was reported the pt has a cervical and thoracic scs system. The pt reported feeling no stimulation from the cervical system and experienced ineffective stimulation from the thoracic system. Multiple programming attempts did not resolve the issue. As a result, both scs system were explanted.